Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during testing, the audio bolus button was unresponsive. The cover was removed and slug was found to be missing. The battery compartment was cracked. Evidence of moisture was observed behind the display and inside the pump on the transceiver and printed circuit board. The pump failed a leak test due an audio bolus button leak. The display was dim and discolored. The pump had been returned with the audio bolus cover torn. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed an audio bolus button response issue with a missing slug, moisture behind the display and internally, a leak, and a display issue. This report is made based on results of investigation completed on (B)(6) 2016.